Manufacturer narrative:
Yazaki, yoshinao, et al. (2026). Subcutaneous versus transvenous implantable cardioverter defibrillators in vasospastic angina after resuscitated ventricular fibrillation. Japanese circulation society and saga university. Presented at the 90th annual meeting of the japanese circulation society. Pe061-6.

Event description:
It was reported per article of interest literature review that the authors compared outcomes of subcutaneous implantable cardioverter defibrillator (s-ICD) versus transvenous implantable cardioverter defibrillator (tv-ICD). They retrospectively analyzed consecutive vasospastic angina (vsa) patients resuscitated from ventricular fibrillation (vf) who underwent initial s-ICD (n=19) or tv-ICD (n=17) implantation and received vasodilator therapy. The primary endpoint was a composite of inappropriate shocks and device-related complications; appropriate shocks were assessed secondarily. The composite occurred in 1 of 19 s-ICD vs 6 of 17 tv-ICD. Inappropriate shocks occurred in 1 of 19 vs 3 of 17; device-related complications in 0 of 19 vs 5 of 17, predominantly lead fracture in the tv-ICD group. Among vsa patients with prior resuscitated vf, s-ICD showed safety comparable to tv-ICD with fewer composite events and low rates of inappropriate therapy and complications. No adverse patient effects were reported.